Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no response in the up or down arrow buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on electronic and motor assembly.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture from the pool. Customer further stated that the insulin pump was in a bag and the bag was wet. Customer's blood glucose reading at the time of the call was 247 mg/dl. No further information reported.